Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm. No e/a alarm and no failed battery test alert during test noted.(B)(4).

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm and it did not respond to new batteries. Customer stated that the insulin pump had to rewind more than once. Insulin pump rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.